Event description:
Per the clinic, the patient was a non-user of the device. The patient developed an infection in the ear resulting in explantation of the device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).